Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the problem. Checked all power supply voltages and found them to be within spec. System operates as intended. No aro.

Event description:
Customer reports that the system intermittently continues to make x-ray after the fluoro button is released requiring the operator to reboot the system in order to stop it. No patient injury was reported.